Event description:
The following information was reported via legal correspondence: "(B)(6) 2012 - hip revision surgery. (B)(6) 2012 - the patient was sitting and when getting up she felt her leg not held herself , including pain to move it. With x-ray images the physician could conclude the hip prothesis was broken and a new surgery was necessary. (B)(6) 2013 - new surgery happened."

Manufacturer narrative:
The event occurred in (B)(6) but stryker was originally notified by an attorney in the united states. The review of medical records by a clinical consultant revealed that four unknown dall miles cables were implanted at the time the failure of the restoration modular stem occurred and therefore are being reported at this time. The medical review concluded: "from the only poor quality x-ray it is evident there is both a distal device fracture as well as pp-fracture of the femur. Of the four implanted dm-cables, the two most proximal are loose and have lost their function without being ruptured while located under the bone in direct contact with the rm-device. Fatigue fracture of restoration modular stem quite likely caused by procedure-related suboptimal bone reconstruction at time of revision surgery with secondary factors contributed by bone defect condition present already prior to revision surgery in 2008. No evidence for nor likelihood of device-related factors.'' Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of the event could not be determined based on the information provided. The medical review noted that ''fatigue fracture of rm stem quite likely caused by procedure-related suboptimal bone. Reconstruction at time of revision surgery in 2008 with secondary factors contributed by bone defect condition present already prior to revision surgery in 2008''. Legal case.